Manufacturer narrative:
Device evaluation - product evaluation found the lens returned dry in a micro centrifuge vial with clear surgical residue/debris on product. Visual inspection found the haptic torn and clear residue on lens. (B)(4).

Manufacturer narrative:
Date received by manufacturer in initial MDR changed from 08-dec-2017 to 07-dec-2017. (B)(4)

Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. (B)(4).

Event description:
The reporter indicated the surgeon implanted a 12.1 mm vticm5_12.1 implantable collamer lens, -14.0/+2.0/092 (sphere/cylinder/axis), in the patient's left eye (os) on (B)(6) 2017. The lens was explanted on (B)(6) 2017 due to low vaulting and lens rotation. The lens was exchanged for a longer lens and the problem was resolved.